Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with sensor. Customer stated the sensor had a lot of differences over 60 points. Sensor says low at 80mg/dl and suspends, checked blood glucose was 140mg/dl. After customer calibrated the device alarms. Customer currently not wearing the sensor.